Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be identified. No reason was given why the lens fell into back of eye. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. No root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 03/20/2012 and 03/27/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) started to fall back into the patient's eye. An anterior vitrectomy was performed and the surgeon switched to an anterior chamber lens. Additional information has been requested.